Event description:
It was reported by a company representative, who attended a patient¿s appointment after replacement surgery, that high lead impedance was found. Impedance was within normal limits at the time of implant. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred and the explanted devices were discarded by the hospital.

Event description:
Follow-up was later received that the explanted devices were available for return and were received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned lead. The reported high impedance was not verified within the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Analysis was completed for the returned generator. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.084 volts and was not depleted. The data revealed that 2.953% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.